Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed the incorrect unit of measure mg/dl. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issues began in (B)(6) 2014. The patient manages her diabetes with insulin pump therapy. It is not known if she made any changes to her management routine as a result of the issue. She reported, date/time unknown, she developed symptoms of ¿sweating¿. It is not known if she received any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was being used for the first time and there had been no misuse of the product. The patient indicated that the meter was previously set correctly and the issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged meter issues began.